Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. There was no reported adverse impact to the customer¿s blood glucose level. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.

Manufacturer narrative:
Device not returned.